Event description:
Rec'd a report from consumer that she required med attention because of a bad odor and very heavy bleeding from her vagina. Consumer advised the dr to remove the top cover of a tampon.